Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient was admitted for 24 hours to the emergency room due to heart failure. The patient stated that one of the vials (patient discarded vial) had a bad stopper and the medication would leak out as the patient would fill the syringe. The patient felt as though the medication lost its potency due to the bad stopper so the patient was not getting the full dose. When the patient mixed a cassette using a new vial of medication, the patient was unable to tolerate the medication and had to reduce the dose. The patient was then unable to increase back to the previous dose due to diarrhea. The patient had an appointment with a medical doctor and thinks that the medical doctor would like the patient to be able to increase to previous dose but the patient can not due to diarrhea. The patient reported that another pump alarmed frequently so the patient had only been using this one pump. Replacement pump was ordered for delivery.

Manufacturer narrative:
H3: correction: device evaluated by manufacturer: no, device not returned to manufacturer. H6: event problem and evaluation codes: updated. H10: device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.